Event description:
Dr (B)(6) attempted to use the olive wire in one of the locking screw shaft holes on a 4.5,90 degree,, zero offset 6 hole dfos plate. The first one broke off at the threads, just below the olive. Then he tried again in the same hole with another one and it broke at the same location.